Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent reported via phone call that the customer experienced high blood glucose in the 300 to 399 mg/dl range and low blood glucose in the 50 to 59 mg/dl range. It was stated that the high and low blood glucose may have been due to patient just starting on the insulin pump, as well as participating in sports and unpredictable eating habits. It was stated the patient would be meeting with healthcare provider in a few days for adjustments. The caller declined to be transferred for further assistance and troubleshooting. The insulin pump will not be returning for analysis at this time.